Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the yaw cable crimp to be dislodged outside of the yaw pulley. There was an additional observation that was not reported by the site and related to the primary failure: the instrument was found to have a broken monopolar yaw pulley at the cable crimp pocket. A broken piece is missing as a result of the breakage. The size of the missing piece is approximately 0.75mm x 0.18mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint regarding the instrument operating not as intended was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the permanent cautery hook instrument stopped responding to the surgeon's control. The instrument was removed and no cable appeared to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: no missing fragment of the instrument was identified within the patient nor outside before cleaning and reprocessing of the instrument. There was no report of a fragment falling inside the patient. There were no postsurgical complications.